Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks across two episodes while the patient was jogging. Device data was sent to technical services (ts) for review. Ts recommending performing testing across all vectors. In clinic testing was performed with noise being able to be reproduced in most vectors and positions however oversensing was only observed in the primary vector during the simulation of jogging, pushing away a chair and arms above the head of the patient. An x-ray was completed and the system was noted to be slightly high in position. The cause of the inappropriate shocks were attributed to myopotential oversensing. System repositioning will be considered at a future date. The patient was admitted to the hospital until further intervention is determined. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks across two episodes while the patient was jogging. Device data was sent to technical services (ts) for review. Ts recommending performing testing across all vectors. In clinic testing was performed with noise being able to be reproduced in most vectors and positions however oversensing was only observed in the primary vector during the simulation of jogging, pushing away a chair and arms above the head of the patient. An x-ray was completed and the system was noted to be slightly high in position. The cause of the inappropriate shocks were attributed to myopotential oversensing. The patient was admitted to the hospital until further intervention is determined. The electrode was attempted to be repositioned, but the physician decided to explant the system with the intention of replacing it with a transvenous system at a future date. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks across two episodes while the patient was jogging. Device data was sent to technical services (ts) for review. Ts recommending performing testing across all vectors. In clinic testing was performed with noise being able to be reproduced in most vectors and positions however oversensing was only observed in the primary vector during the simulation of jogging, pushing away a chair and arms above the head of the patient. An x-ray was completed and the system was noted to be slightly high in position. The cause of the inappropriate shocks were attributed to myopotential oversensing. The patient was admitted to the hospital until further intervention is determined. The electrode was attempted to be repositioned, but the physician decided to explant the system with the intention of replacing it with a transvenous system at a future date. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.